Manufacturer narrative:
Date of event: used (B)(6) 2020 as event date since it was not provided. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The device was loosely folded and blood in the wire lumen. Analysis of the tip, balloon, inner/ outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and shaft damage (cuts/ perforations) located 7.3cm from the tip. Inspection of the rest of the device found no other damage or defect with the returned device. The guide used in the procedure was not returned for analysis, so a guide catheter and guide wire were used for device to device testing. The tip of the balloon catheter was inserted into the hub of the guide catheter and advanced. The balloon catheter advanced easily and without issue. The tip was also loaded onto a guide wire and advanced, with the catheter moving easily and without issue over the wire. The reported guide difficulty was not confirmed.

Event description:
Reportable based on device analysis completed on 19-jan-2021. It was reported that difficulty advancing through the guide catheter occurred. A 30mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon did not advance over the guide catheter. The procedure was completed with another of the same device. There were no patient complication reported. However, returned device analysis revealed shaft hole in material.